Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose was 452mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.